Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out faster than expected. Customer¿s blood glucose level ranged between 100-140 mg/dl. The customer was instructed to reset the pump to resolve the issue. Multiple follow-up attempts were made to confirm the issue was resolved, however, the customer did not respond to follow-up attempts.